Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving hydromorphone (15 mg/ml at 4.3 mg/day) via an implantable pump for spinal pain. It was reported that the patient came in for a routine pump refill today and when the healthcare provider (hcp) interrogated the pump they noticed the pump had stalled on (B)(6) 2021. The patient had really bad back pain, nausea, vomiting, sickness and the patient reported it felt like "a battle going on in my gut" so they were hospitalized "last tuesday or so." The patient tried to use their personal therapy manager (ptm) to give themselves a bolus but they were not able to due to the stall. The hcp stated that yesterday the patient was not feeling any pain. They had ruled out magnetic resonance imaging (MRI), electromagnetic interference (emi), and magnet exposure. The hcp mentioned the patient used a welding machine but they had been using it even prior to having their implant. Technical services reviewed hard stall considerations (program pump to minimum rate, silence pump alarm, medically manage, possibly replace pump and send back for analysis). Technical services stayed on the line as the hcp tried to program a single bolus after they refilled the pump like normal. They checked the logs and confirmed there was still no recovery after this update. The issue was not resolved through troubleshooting. The patient was redirected to their hcp to further address the issue.